Manufacturer narrative:
T:slim user guide indicates: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 420 mg/dl. The customer administered a manual injection. Reportedly, the customer was able to resolve the alarms by changing out their infusion set or all of their pump supplies. It was reported that the customer changes their supplies every 3 days. Tandem technical support educated the customer regarding product labeling.